Event description:
It was reported when a patient presented in clinic, the device was unable to be interrogated. The device was explanted and replaced. The patient was discharged from the hospital with no symptoms reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to a depleted battery. The device was tested on the bench and high current draw was observed. The high current draw was traced to an anomalous connection between a transistor and the hybrid. The cause of the field event was due to an anomalous connection between components on the hybrid.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.